Event description:
Implant was removed due to non-integration of bone on implant surface.

Manufacturer narrative:
Eval/conclusion: a 10mm standard implant was replaced to dr (B)(6) for a removed implant from edentulous pt. Cause of failure was due to non integration of bone on implant surfaces.